Manufacturer narrative:
Patient code (B)(4) used to capture the surgical intervention.

Event description:
It was reported that this electrode exhibited oversensing of noise. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.